Event description:
This case was initially received via regulatory authority (B)(6) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("had to have essure removed") in a (B)(6) female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device intolerance ("I had the essure sterilisation system inserted and I did not tolerate it"), malaise (""long-term illness" for more than a year due to the side effects") and adverse event (""long-term illness" for more than a year due to the side effects"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, device intolerance, malaise and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, device intolerance, malaise and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 15-aug-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 693 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.